Event description:
It was reported that the patient with this inflatable penile prosthesis was dissatisfied since it was too hard to pump. The device was removed and replaced with malleable. No patient complications were reported.